Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an infection at the site of her infusion set. The customer's blood glucose was 152 mg/dl. She reported that she had swelling, drainage, and pain at the site of her infusion set. She also stated that the area of infection was soft on the top and harder underneath with a thick, yellow color. No additional information provided.